Event description:
On 2/17/93 at 1750 hospital als unit responed to a patient mon for applied - v fib recognized - defib attempted at 200j power on charged gel pads on patient's chest paddles placed & discharged no movement of patient's body precordial thump given multible attempts at correcting defibrilator malfunction batteries changed, tried on cable thud on paddles defib attempted at 300 & 360j with no movement of patient's body 1810 assist by mobile 5 defibrillator borrowed patient was then in asystbledevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: manufacturer. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: failure to cycle. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.